Event description:
It was reported that the endoscope reprocessor displayed e16 error (taking too long to fill basin with disinfectant) and reprocessing was done with expired disinfectant. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿cleaning/disinfection/sterilization for reused product¿. Olympus will continue to monitor field performance for this device.